Manufacturer narrative:
Results: the lens was rec'd positioned incorrectly in the open carrier with visible dried solution on the lens optic. One haptic of the lens was found missing. Due to the conditions in which the lens was rec'd, the cause for this malfunction cannot be determined.

Event description:
The haptic of the lens appeared bent upon opening the lens carrier.